Event description:
Sterile processing instrument drying cabinet experienced an internal electrical fire that caused the cabinet to smoke, stink horribly, and get very, very hot. No open flames were noted. The cabinet was hauled outside for safety. Nobody was hurt in this incident. Htm is looking into the cause. Heatwave cabinet drying systems llc.